Manufacturer narrative:
Investigation summary: it was reported by the distributor that the plungers only move halfway up the barrel of the syringe and no further. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit for plunger movement and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306575, lot number 1082945. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plungers had difficult movement during use. As a result, the nurse believed the catheter was plugged and administered cathflo medication to the patients. The following information was provided by the initial reporter: "the plungers only moves halfway up the barrel of the syringe and then stops and won't move further. We had a couple of patients receive cathflo (clot buster) medication because the nurse thought it was the venous catheter that was plugged."